Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Per the engineering evaluation, a design, IFU, and labeling defect was not confirmed. The trend was reviewed and found to be in control. A supplier manufacturing defect was confirmed. Further investigation will be performed and a CAPA will be initiated. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that issues were experienced during the use of an intra-aortic occlusion device in a mitral prolapse 2 operation. The balloon was tested prior to use and no issues were detected. The diameter of the aorta was 34 mm. As reported, initially balloon pressure was lost and the volume had to be added when the pressure was at 260. After 80 minutes, at the end of the procedure, the pressure was 320 and the balloon ruptured. As it occurred nearly at the end of the procedure no stitches were added. There was no change in operative strategy as it was safe to continue without clamping. The heart start beating after some min. The procedure ended well. The device was returned for evaluation. The patient was doing well after the procedure.

Manufacturer narrative:
Customer complaint of balloon rupture was confirmed. The device was returned with visible traces of blood and was examined in the biohazard area of the lab. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. All through lumens were found to be patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found. Engineering task has been opened and assigned for further investigation. Edwards received additional information through follow up with the healthcare provider, updated b5. A supplemental report will be submitted upon engineering evaluation completion.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: the intraclude device is essential to occlude the aorta and provide the necessary cardiac isolation required to perform minimally invasive cardiac surgery procedures. Changes in vascular tone may result in variations of balloon occlusion pressure. It is not unusual for the surgical teams to have to add volume during the case to ensure occlusion. In this case, the balloon burst after adding volume. The device has not been returned at this time. Therefore, the reported event was not confirmed. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards received notification that issues were experienced during the use of an intraclude device, model icf100. As reported, initially balloon pressure was lost and volume had to be added. Subsequently, the balloon ruptured. No other details provided.